Manufacturer narrative:
Event date: (B)(6) 2015. Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead; model #: sc-3108-35, serial #: (B)(4), description: scs lead extension kit sterile package.

Event description:
A report was received that the patient was experiencing severe and acute exacerbation of pain in the right and left lower back that radiates in the left hips and legs for several months. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(6) 2015 additional information was received that the patient was having not enough pain relief. The severe and acute exacerbation of pain were not device related. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing severe and acute exacerbation of pain in the right and left lower back that radiates in the left hips and legs for several months. The patient will undergo an explant procedure.